Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; one in the proximal lad and one in a separate vessel. It is reported that the patient presented to the emergency room with chest pain approximately 4 months post index procedure. Patient had chest x-ray and labs performed. It is reported that the patient was found to be having a myocardial infraction (mi). Patient had a heart catheterization and was restented in the lad. The mi was categorized as an acute non-stemi. It is reported that the patient recovered with treatment. Investigator has indicated that the event had definite relationship to the study device and had remote relationship to the study procedure.

Manufacturer narrative:
(B)(4): (mi, revascularization).